Manufacturer narrative:
Power supply.

Event description:
While performing service to the ventilator, the manufacturer's service technician reported the ventilator would not power on and operate via ac power. The unit was not in use on a patient, therefore there was no patient harm or involvement. The service technician replaced the power supply to correct the reported problem. Extended self testing and performance verification testing was completed and tests passed per operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.